Event description:
Customer responded to 90 year old female patient with a low heart rate. Drugs were administered to the patient to increase the heart rate and pacing was attempted. Customer reported the device would not pace. Patient was transported and did not expire. Service representative duplicated the reported condition. The device was repaired and proper operation was confirmed.